Event description:
It was reported that this right atrial (ra) lead switched to unipolar pacing as the impedance value was above 3000 ohms. A dislodgment was suspected as the implant procedure was less than a week before. A chest x-ray was performed to review the lead position and the dislodgment was confirmed. During an in-office interrogation the high impedance value continued, the lead exhibited loss of capture (loc), and low intrinsic amplitude. The physician will discuss the next steps for the patient. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.